Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated post-paced t-wave oversensing was observed again. Additional programming changes were made; device remains implanted.

Event description:
It was reported that the asymptomatic patient presented post implant with post paced t wave oversensing on ventricular lead. Non sustained lead noise was also noted on egm. The oversensing was noted on stored egm. Programming changes were made which resolved the issue of oversensing. Patient condition was fine and device remains implanted.